Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: product ID: bi71000579, lot #: s1808ths rev. A, ubd: unknown, UDI: unknown, g2: this event occurred in japan, see section e. H6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. H6: the returned generator was analyzed. It was installed in a test system. The system did not initialize. The generator did not ready. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that after two dimensional, an event occurred in which there were no x-rays generated during three dimensional imaging. This was restored by rebooting the system. There was a surgical delay of less than one hour. There was no impact on patient outcome.